Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 blue reload associated with this complaint. Failure analysis could not confirm the reported event. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The reload was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. There were staples still seated on the pushers, but they were fully deployed and formed the proper b shape as expected. The reload cover was removed and inspected. There was no damage to the reload or its components. The instrument procedure logs were unable to be retrieved during this time. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Intuitive surgical inc. (Isi) received the sureform 60 stapler associated with this complaint. Failure analysis could not confirm the reported event. Visual inspection displayed no signs of physical damage. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument was fully functional. There was no problem detected. An advanced stapler log investigation revealed the following: logs showed the sureform 60 stapler was installed on the system 9x and fired 8 reloads (1 blue, followed by 7 white). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On installs 2-7, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 8, no clamping or firing was attempted. On install 9, the first clamp was successful, and the firing was completed with 7 pauses for compression. The instrument was then removed, and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 blue reload had an incomplete staple line. During the first fire of the sureform 60 stapler instrument with a blue reload, the surgeon was stapling transversely while the reload fired without any errors or complications. A hole within the staple line was identified at the beginning of the staple line. The surgeon reports the patient has inflammatory bowel disease (ibd) and their tissue might have contributed to the injury. The hole was repaired with a v-loc suture. A leak test was not applicable to this procedure as the surgeon excluded the remnant stomach out of the gastrointestinal (gi) tract. No buttress material was used. The patient has been seen in clinic postoperatively and is recovering well.